Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on battery tube. The pump was unable to perform displacement, rewind, seating and basic occlusion tests due to blank display. The pump was unable to verified low battery alarm and power loss alarm due to blank display. The pump was received cracked retainer, minor scratched display window, damage keypad overlay texture and scratched case.

Event description:
The customer reported via phone call that the insulin pump would continuously vibrate and have battery issues. The customer went through three batteries within two days. The patient's blood glucose at the time of incident was 300 mg/dl. During troubleshooting the customer confirmed that they received numerous low battery alarms. The customer had received more than five alarms per day as noted by the alarm history. The alarms were cleared promptly. The insulin pump was returned for analysis.